Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultra meter reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient does not take medications to manage her diabetes. It is not known if the patient made changes to her usual diabetes management routine. A couple hours after the alleged issue, the patient claims she felt symptoms of weak, tired, jittery and sweating. The patient ate a piece of chicken as treatment. At the time of troubleshooting, the cca noted the alleged issue occurred after the batteries were replaced in the subject meter. The cca educated the patient about using expired test strips for testing. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.